Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The device has a kink on its distal section and also presents an area (of approximately 4 cm) on this same section peeled off, approximately at 295 cm from its proximal end. There is evidence of damages on the core wire at the section where the peeling occurred. The outer diameter of distal tip, middle of the device, and proximal section are all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. A 300cm, 8cm v-18¿ control wire¿ was advanced to the lesion. However, when the device was removed, it was noted that some of the coating started to come off the wire. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire coating peeled off. A 300cm, 8cm v-18¿ control wire¿ was advanced to the lesion. However, when the device was removed, it was noted that some of the coating started to come off the wire. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was fine.